Event description:
It was reported that during a lap appendectomy procedure, once the device had been fired, it would not re-open. It was stuck on tissue. They were able to cut the tissue off where the device was stuck and complete the procedure with another device. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info is anticipated, but unavailable at this time.